Manufacturer narrative:
Device passed displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. Did not have to press any of the keypad buttons hard in order to get them to respond. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pressing menu button takes them to the menu screen and using the up arrow allows them to navigate screens. The customer¿s blood glucose was 170 mg/dl at the time of incident. Customer states block mode was inactive. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.